Manufacturer narrative:
(B)(4): information was not provided by the initial contact. Information anticipated, but unavailable at this time. Were the jaws eventually released/opened? No. The device could be released because the clamped target tissue slipped from the jaws. Once released, were the staples formed as intended? The information was not provided from the hospital. Was the staple line and cut line complete?- the information was not provided from the hospital. Was buttressing material utilized? No. If so, which product? Was the instrument fired across or near an existing staple line or clip? No. Were any unexpected noises heard? No. If so, when? Were any of the forces higher or lower than expected (closing, or firing)? Yes, at firing.

Event description:
It was reported that during a laparoscopic lobectomy, the jaws could not be released with the release button after the 1st firing on the lung. Another device was used to complete the case. There were no adverse consequences to the patient. The cartridge color was blue.

Manufacturer narrative:
(B)(4). Added additional information the analysis found that one sc60a device was returned in good visual condition and with no cartridge reload loaded on the device. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as the device opened and closed without any difficulties noted. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis.